Manufacturer narrative:
Method - follow-up with company representative.

Event description:
It was reported that: the patient underwent an x-stop procedure at level l3/l4 on (B)(6) 2010. At some point after the initial surgery, the patient fell due to a cardiac complication. After insertion of a pacemaker, the patient reported having renewed back pain. Radiographs (plain x-rays) indicated the device was broken. Revision surgery was performed on (B)(6) 2010 and the device was removed. No additional information was reported.